Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the ultrafiltration (uf) pump from a 2008t hemodialysis (hd) machine did not start automatically when the treatment clock started. The biomed also stated there were no diagnostic messages or audible alarms. The ts representative advised the biomed that the only time the uf will not start automatically is when the uf on/off button is manually pressed during setup. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the biomed and the facility¿s clinic manager (cm). The cm confirmed the alleged uf issue. Per the cm, the patient was 3.5-hours into a 4-hour scheduled treatment when the staff noted that the uf rate was at 0. The cm stated this was verified by the data being pushed into their electronic medical record (emr) system. The uf pump was not turned on automatically, and there were no alarms to alert the operator of this. As a result, no fluid was removed from the patient. The patient did not have any complaints or symptoms during or after the treatment; there were no adverse effects experienced as a result of the event. No medical intervention was needed, and no medication or extra treatment was given to the patient. The patient¿s uf goal was 2 liters. Their pre-treatment and post-treatment weights were 73.3 kg and 73.8 kg, respectively. The patient did not eat or drink anything during their treatment, and the same scale was used for pre and post treatment weigh-ins. The patient was said to be continuing their regularly scheduled hd treatments without any further problems. The 2008t machine was removed from the treatment floor following the event. The biomed put the machine through multiple simulated treatments and was unable to duplicate the reported issue. The machine was returned to service without needing any repairs.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the ultrafiltration (uf) pump from a 2008t hemodialysis (hd) machine did not start automatically when the treatment clock started. The biomed also stated there were no diagnostic messages or audible alarms. The ts representative advised the biomed that the only time the uf will not start automatically is when the uf on/off button is manually pressed during setup. No further details were provided in the initial reporting. Additional information was obtained through follow-up with the biomed and the facility¿s clinic manager (cm). The cm confirmed the alleged uf issue. Per the cm, the patient was 3.5-hours into a 4-hour scheduled treatment when the staff noted that the uf rate was at 0. The cm stated this was verified by the data being pushed into their electronic medical record (emr) system. The uf pump was not turned on automatically, and there were no alarms to alert the operator of this. As a result, no fluid was removed from the patient. The patient did not have any complaints or symptoms during or after the treatment; there were no adverse effects experienced as a result of the event. No medical intervention was needed, and no medication or extra treatment was given to the patient. The patient¿s uf goal was 2 liters. Their pre-treatment and post-treatment weights were 73.3 kg and 73.8 kg, respectively. The patient did not eat or drink anything during their treatment, and the same scale was used for pre and post treatment weigh-ins. The patient was said to be continuing their regularly scheduled hd treatments without any further problems. The 2008t machine was removed from the treatment floor following the event. The biomed put the machine through multiple simulated treatments and was unable to duplicate the reported issue. The machine was returned to service without needing any repairs.